Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.

Event description:
The customer was reported via phone call that they had high blood glucose of 450 mg/dl. Blood glucose was 285 mg/dl at the time of the call. Customer also reported that the insulin pump had no delivery alarm and infusion set had a leak. Customer stated the insulin did exit during troubleshooting. Customer has not tried all remedies. Customer declined troubleshooting for the high blood glucose. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump, reservoir and infusions set will be returned for analysis.